Event description:
The device was used during an unspecified procedure. Reportedly, the staples were not present in the device. The surgeon manually sutured to complete the procedure.

Manufacturer narrative:
Device not available for evaluation.